Event description:
It was reported that a battery revision was noted. An impedance issue was noted, impedance testing was done; impedances were all outside normal parameters >4000. Impedances were checked at office, and since all out of normal parameters revision was scheduled, planned for (B)(6) 2014. No patient symptoms were noted. Additional information received noted that the lead was very twisted in the pocket. It appeared to be broken inside the insulation where it was twisted. The doctor tried to make the pocket smaller after the revision because it appeared the battery may have slipped inside the pocket to create the twisted lead. It was noted that the twisted lead makes the impedance's not working seem reasonable. Revision was performed (B)(6) 2014 with a new lead. The patient status/outcome was noted as fine.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3 093-28, lot# va0bh3c, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0bh3c, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).